Event description:
A caller reported seeing no drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Technical support assisted the caller in completing the loading process and resuming insulin delivery.